Manufacturer narrative:
Updated results and conclusions code. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Results pending completion of evaluation. Conclusion not yet available ¿ evaluation in progress. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. A type iii endoleak was identified during the procedure. The origin and cause of the endoleak was reported to be unknown. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. The type iii endoleak was reportedly resolved, and no issues were reported. The diameter of the aneurysm was 69mm. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm enlarged to 74mm. No endoleaks were reported. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 67mm. No issues were reported. According to the (B)(4), no further information is available.